Event description:
The customer reported obtaining a reproducible free thyroxine (access free t4) result, below the assay's normal reference range, for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system and a similar access free t4 result, below the assay's normal reference range, was obtained. On both (B)(6) 2015 the patient was tested using the access free t4 assay and similar, low results below the assay's normal reference range were obtained. The patient was referred to an endocrinologist who also tested the patient for free t4 on an unknown methodology. The endocrinologist obtained a low free t4 result that was similar to the results obtained on the customer's unicel dxi 800 access immunoassay system. The initial, low access free t4 result was released from the laboratory. There was a report of change in patient treatment associated with this event as the patient underwent an MRI (magnetic resonance imaging). The result of the MRI was negative. Quality controls (qc), calibrations and system check parameters were all recovering within expected ranges and specifications. The patient's sample was collected in a serum tube. The customer did not provide information regarding sample processing such as centrifugation speed and time. No issues with sample integrity were reported. Service was not requested. The customer sent the patient's sample to beckman coulter (bec) complaint handling unit (chu) for further analysis.

Manufacturer narrative:
]The customer did not supply the patient's demographics of their exact date of birth or weight. There is no indication that the access free t4 device was returned for evaluation. Testing of the customer supplied neat sample did not initially confirm the customer's low access free t4 results. Further testing of the sample, with animal derived blocker proteins, decreased the sample's signal causing an increase in the access free t4 result by approximately 40-46%, confirming the presence of a patient source interferent related to heterophilic interference. Service was not dispatched to the customer's site as the customer did not question system performance. In conclusion, the cause of the low access free t4 results is due to a patient source interferent related to heterophile interference.